Manufacturer narrative:
Initial trend analysis for lot 50448 was conducted - no findings were found. This is the only complaint for lot 50448. Further investigation will be conducted to determine root cause of complaint.

Event description:
Needle bent while end-user was trying to inject insulin. The needle broke off after it was removed from his skin - needle did not breakoff in end-user's skin.